Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient presented with pocket tenderness due to pacemaker migration. The physician sutured the device to muscle in a procedure on 29 apr 2021. Post-procedure the patient was stable.